Event description:
It was reported that a spectrum pump had no audio output during testing. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref. No. : (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the no audio condition which was confirmed. Audio was found to be very low on the high volume setting and barely audible at the medium and low settings due to a failed component on the rear case. The rear case was replaced.